Event description:
Patient was on a levophed drip that was infusing continuously at 64mcg/min. While putting a dressing on a dialysis line, the nurse noted that the patient's blood pressure dropped to 38/20. Provider in the room noted that the pump had a yellow triangle on the screen and it was noted to be inactive. No one touched or was near the pump and the pump was not alarming. This is the 20th report I'm filing for ecmc since we picked these pumps up in (B)(6) of this year. There is immense stress being put on the nurses to monitor the pumps instead of the patients! This patient in particular was on the verge of coding due to these pumps not functioning properly. What is it going to take to have these pumps recalled? We cannot possibly be the ones having this problem. The design of these pumps is severely flawed! Were they not tested before releasing to the general public? These pumps are unsafe and still continuing to use them on our patients is beyond unacceptable. Baxter should be ashamed of making such an inferior and dangerous product.